Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 3. 3 patients that failed to react in manual gel with reagent lots vss089 and vra327 using anti-igg card lot 102918001-01. Customer reports patients have known anti-big e. Account originally tested on the vision with the same lots that gave appropriate results for anti-big e (1+). However, account did not think that the results looked 1+ so they repeated testing in manual gel. They called all results in manual gel negative. Same lots of reagents. So they then performed testing using peg - with different reagents - and anti-big e came up clearly as 2+. No erroneous results released. Account only selected big e negative units for possible transfusion. Issue started on: reported (B)(6) 2019. Two patients tested on (B)(6), one patient tested on (B)(6). Microtubes/wells or cell (donor #) affected: big e positive cells. Reaction grade obtained: 1+ visioin, negative manual gel, 2+ peg. Customer was expecting: all results to be clearly positive. Incubation time (for manual test only): 15 minutes. Test repeated: see above. Method/result obtained by repeating: vision - original testing, manual gel and peg. Sample ID: not provided. Number of samples affected? Three. Was qc affected? No. Qc data: daily qc performed and found to be acceptable. Product handling protocol: cassette/gel card storage temperature range: per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Opened vs unopened? Opened. No service order opened since vision call results as 1+. Informed account that some antibodies react better in different methodologies.